Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector that was not properly plugged in. The insulin pump had minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a blank display. The blood glucose reading was 101 mg/dl. Possible causes of a blank display were explained to the patient. The unit has no physical damage and the device has not been exposed to moisture. The battery compartment is neither damaged nor corroded. After a battery change, the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.